Event description:
It was reported that a pt underwent a posterior lateral fusion from l4-s1 using rhbmp-2/acs. At an unk time post-op, the pt was taken back into surgery to evacuate a seroma that was under pressure in 2009. Nine days later, the seroma reappeared, and the pt had another surgery to evacuate the seroma.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.